Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient presented tuesday, august 18th in dr. (B)(6) clinic with a painful and effused right knee that the physician suspected was infected. The physician elected to perform a irrigate and debridement procedure of patients right knee and also replace the poly in order to gain easier access to the posterior knee. The physician removed the poly that was well fixed and showed no signs of wear. The remaining index components were well fixed and did not need to be explanted. The physician then irrigated the entire joint space before implanting a knee poly the same size and thickiness of the original that was explanted. The physician did not believe any components did not perform as expected. No instrumentation broke during the surgery and there were not time delays.